Event description:
The customer reported that during a procedure, there was a platelet clot aggregation in the reservoir. Patient identifier, gender and age are not available at this time. Terumo bct is awaiting the return of the disposable set for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Upon follow-up, the customer stated that they did not have a platelet aggregation event on (B)(6) 2012 as previously reported. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Possible causes of platelet clumping include: location of the machine in the donor centre may induce platelet aggregation depending on the room temperature at that location and radiation. Platelet aggregation may be seasonal. Donor/patient variables (which may include calcium levels). Platelet aggregation may be less apparent on spectra because of the filter size and proximity of the filter to the encasing plastic.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
Patient information is not available as the customer claims there was no event.